Manufacturer narrative:
Pending investigation.

Event description:
It was reported that this 86 y/o female's coracoid bone fractured while drilling during surgery. Surgeon abandoned surgery. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during drilling. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.